Event description:
Vacuum delivery attempted. After 3 pop-offer, the vacuum delivery was seemed unsuccessful. Patient delivered a c/section with delivery of a viable male infant ((B)(6)). On (B)(6) 2011, new born had a brief seizure with tonic-clonic movement of left arm and blinking eye. Infant experienced second seizure. .